Manufacturer narrative:
Review of manufacturing and sterilization records did not highlight any pre-existing non-conformity that could have contributed to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2026 due to shoulder dislocation. Previous surgery occurred on (B)(6) 2021, when the following anatomic assembly was implanted: finned stem dia16mm l80 (pn 1304.15.160), humeral body trauma short (pn 1350.15.030, lot 1508788, sterilization 2100166), adaptor taper neutral (pn 1330.15.270, lot 2013121, sterilization 2000263), humeral head dia 42mm (pn 1322.09.420, lor 1917287, sterilization 1900460), glenoid metal back small-r (pn 1375.21.005), liner for metal back small-r (pn 1377.50.005, lot 20at0xs, sterilization 2000235). After patient dislocation, the surgeon decided to perform a conversion to reverse configuration for stability. The above mentioned humeral body, adaptor taper, humeral head and liner for metal back were removed and replaced with humeral body reverse (pn 1352.14.010), retentive liner +6mm (pn 1361.50.820), connector lateralized+2mm small-r (pn 1374.15.312) and glenosphere dia36mm (pn 1374.09.111). Surgery was completed as intended. Patient is female, date of birth (B)(6) 1959. The event occurred in the united states.